Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced lung damage/disease. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. Per the pms clinical expert, based on information available at this time, the device did not cause or contribute to a serious injury or death and the alleged harm of lung damage/d disease is assessed as unrelated to device usage. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted.